Event description:
Philips received a complaint by the customer on the v60 indicating that screen is blank and bad scratch on the screen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The unit has a 1st gen (generation) lcd (liquid crystal display) and it is no longer available. Parts ID for upgrade of 1st gen ui (user interface) to work with a 2nd gen lcd assembly. The rse advised that the ui assy (assembly), without navigation-ring, gray, v60, is not released yet. The rse was told sometime in (B)(6) 2023 it will be available. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material that will be ordered is the ui assy, without navigation-ring, gray, v60 aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.